Manufacturer narrative:
(B)(4). The customer reported the unit is stuck in op check. The charge button is not working. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit is stuck in op check, the charge button is not working.